Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a removal of submucosal myomas and upon dilation of cervix and/or insertion of the hysteroscope perforation likely occurred. During the procedure, fluid deficit was monitored by a fluid management system. The deficit steadily increased with no fluid on the floor or running behind patient. The surgeon switched to another hysteroscope in order to view a possible perforation while deficit continued to climb. While the nurse was manually counting fluid in <(>&<)> out; fluid out of bag of normal saline was 1800cc and fluid accounted for was 900cc resulting in 900cc unaccounted for. It was decided by the surgeon to perform an exploratory laparoscopy. A catheter was also inserted and light red color observed in urine. A urogynecologist was brought in to perform cystoscopy. Injury to patient was discovered to be a cervical vesicular perforation. Patient may be sent back to operating room at a later date for hysteroscopic resection of the myoma.